Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6 (device codes): problem code a1502 captures the reportable event of incorrect cutting wire orientation. Block h10: the returned stonetome was analyzed, and a visual evaluation noted that the working length at the distal section was twisted. A functional evaluation noted that the distal tip of the device, when exiting the endoscope, was twisted and oriented to the back of the endoscope. No other problems with the device were noted. The reported complaint was confirmed. Upon analysis, it was found that the working length was twisted. Based on the condition of the device, the problem found could have been caused by the manipulation of the device or due to the interaction with the endoscope or with other devices while it is being advanced during the procedure. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the duodenal papilla during an endoscopic papillary incision procedure. The procedure date is unknown. According to the complainant, during the procedure, the direction of the cutting wire was incorrect. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the duodenal papilla during an endoscopic papillary incision procedure. The procedure date is unknown. According to the complainant, during the procedure, the direction of the cutting wire was incorrect. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.